Event description:
Rn at patient bedside in response to iabp "autofill failure" alarm. Rn attempted to resolve by checking tubing, which was intact, and restarting the device, without success of resolving the alarm. The perfusionist attempted to resolve alarm without success and replaced the device. The new device functioned properly.